Event description:
An open surgery on the cervical spine for a fusion of vertebrae c2 to c4, with intended placement of 6 spine screws bilateral for fixation (at c2, c3 and c4), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. From a post-operative CT scan, the surgeon determined that all spine screws placed in vertebrae c2-c4, with the aid of navigation, deviated from their intended positions. According to the surgeon (treating clinician): - all (6) spine screws were placed in different positions than intended, with the aid of navigation, leading to a negative clinical effect for the patient, a c5 palsy. It is currently unknown if this effect is reversible. - the deviating placements were detected by the surgeon with a CT scan acquired 10 days after the initial surgery. A revision surgery to correct 2 of the 6 deviating placements was scheduled for and took place 20 days after the initial surgery. - the final outcome of the revision surgery, performed with the aid of navigation, was successful as intended, with 2 deviating screws revised correctly to their intended positions, as lateral mass screws left side in vertebrae c3 and c4. - there were no changes of the original surgery/treatment nor prolong of anesthesia at the original surgery reported - the deviations were only detected afterwards. The revision surgery, with it the additional anesthesia, lasted ca. 2 hours. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization of the patient was prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, and a negative clinical effect for the patient resulted, a c5 palsy, although according to the surgeon (treating clinician): - it is currently unknown if the c5 palsy is reversible. - the deviating placements were detected by the surgeon with a CT scan acquired 10 days after the initial surgery. A revision surgery to correct 2 of the 6 deviating placements was scheduled for and took place 20 days after the initial surgery. - the final outcome of the revision surgery, performed with the aid of navigation, was successful as intended, with 2 deviating screws revised correctly to their intended positions. - there were no changes of the original surgery/treatment nor prolong of anesthesia at the original surgery reported - the deviations were only detected afterwards. The revision surgery, with it the additional anesthesia, lasted ca. 2 hours. - there were no further remedial actions for the patient done, necessary or planned. Hospitalization of the patient was prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the six spine pilot holes and screws placed bilaterally in vertebrae c2 to c4 with the aid of navigation deviating shifted ca. 3mm, medially on the right side and caudally on the left side, is: - relative movements of the spine anatomy during the surgery between the area the navigation reference array was fixated to (patient head), and the vertebrae operated on due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the bone during instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement vertebra images in the patient scan displayed by the navigation for instrument position visualization, was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, especially when significant forces were applied to the bone, before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.